Event description:
Caller reported that pump experienced overheating and became hot to touch while charging. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use an alternative insulin delivery method and was instructed to return the faulty pump for replacement along with the charging supplies, with clear instructions on how to store and return the pump.